Event description:
The facility's o.r. Purchaser/materials manager informed the manufacturer's (MFR) representative of the following: nurse tested device before insertion and encountered some resistance. The device was tested once in the patient before closure, much resistance was noted, would not flush and as a result, the device was removed. The physician tested the device after removal and it still would not flush. The physician cut the catheter and only 3" remain attached to the device. No further details were provided.